Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that noise was also present on the tip to coil channel. The lead remains in use, but may be explanted at a later date.

Manufacturer narrative:
Concomitant medical products: 4574 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert on the right ventricular lead for a sensing issue. The lead was reprogrammed rvtip-rvcoil for both pacing and sensing. The lead remains in use. No patient complications have been reported as a result of this event.